Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016-product analysis: the device was returned and evaluated by product analysis on 08/30/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. Available total daily insulin delivery records correctly reflect the users programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved.